Event description:
The customer reported that the tracheostomy tube was inserted successfully; however, the air value was leaking 8-12 hours after insertion. The pt required re cannulation.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusion can be made without the device.